Manufacturer narrative:
Additional narrative: no patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) reports following: it was reported that when the medical device reprocessing (MDR) staff was checking the devices before the surgery on (B)(6) 2018, they discovered a small thin amount of translucent grease underneath the handles of seven (7) ball hex screwdriver 8mm, seven hexagonal screwdriver, five stardrive screwdriver t25/self-retaining and three 5.0mm flexible hexagonal screwdriver coated. All these screwdrivers were the parts of two tfn locking trays, two tfn insertion trays, two expert tibial nail sets and two expert retrograde/anterograde femoral nail sets. All these items were quarantined and none of them were used in the surgery. There was no patient or procedure involved. This complaint involves seven (7) ball hex screwdriver 8mm. (B)(4) and (B)(4) captures the remaining fifteen (15) devices. This report is for one (1) ball hex screwdriver 8mm. (B)(4).